Event description:
Livanova deutschland received a report that a heater cooler system 3t displayed an error message during maintenance. In addition the report stated that both floats did not work. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater cooler system 3t. The incident occurred in hays, kansas. A livanova field service representative was dispatched to the facility: functional verification testing on the device was completed without issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow up communication with the livanova field service engineer, it was learned that the reported error code was displayed on the patient side and the issue could have solved by emptying and refilling the tanks. No part replacement was needed to solve the reported issue. Mechanical/ electrical checks and functional test were carried out by the livanova field service engineer without detecting any deviations, therefore the unit was put back into regular service. According to the complaints database review no other similar issues have been submitted for this unit since its installation in 2015. Considering the information provided by service technician, it cannot be ruled out that the most likely root cause of the reported error code is a temporary electrical failure, as a loose/bad connection or a false contact, which probably affected some electronics.

Event description:
See initial report.